Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rbmsmp, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with sixteen packets of product code j416 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the eighteen packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to, damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What was used to complete the procedure? Device return status: please provide the following information for each product involved in this case: product code: lot number: issue reported: if suture breakage, please answer the following questions: in relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: events reported via 2210968-2021-05998, and 2210968-2021-06000.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, on three of the suture boxes the needle was popping of and or suture breaking. There were no patient consequences reported. Additional information was requested.